Event description:
Report of "snapping" of luer tip in the end of a groshong catheter. Pt completed dose of antibiotic infusion; when practitioner went to discontinue the IV tubing, the luer tip end "snapped off", leaving broken luer tip in the end of the groshong line. Unable to remove the tip from the catheter. The pt had the catheter removed the next day for infection, and another inserted. Stated by customer that infection was unrelated to product incident. A repair kit was available with the catheter.

Manufacturer narrative:
Exanination of the returned used set with its distal end male adapter luer broken off and a catheter with its broken off luer stuck in its hub female adapter revealed white colored stress marks at the point of breakage on each of the two pieces of the luer. The breakage appeared to be the result of excess lateral pressure during rough handling of the connection area during use.